Event description:
It was reported that the stapler was used during a low anterior resection procedure and that the staples malformed. Another device was used to complete the case. There was no consequence to patient.